Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading over 400 mg/dl and administered a multiple daily injection; ketones were not checked, and the user changed all infusion and sensor supplies with subsequent improvement in blood glucose levels. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution of glucose levels after supply changes. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed no device malfunction identified and improvement after replacing supplies. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.